Manufacturer narrative:
Based on the information provided this event is deemed a reportable malfunction. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available a followup report will be submitted. Reported to the FDA on january 14, 2014.

Event description:
End user's wife reported urine won't drain into pouch past antireflux feature. This was noted once placed pouch on and immediately filled with urine.